Event description:
It was reported by a patient representative that the patient had a "leaking" defibrillator. No additional information could be obtained, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2010. The device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).